Event description:
It was reported that the external pulse generator (epg) turned off during battery change. Technical support (ts) provided the copy of the technical manual with battery replacement recommendation. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).